Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all the internal wires were broken. The root cause of these fractures is unknown as there were no reports of the patient having had any trauma, falls or accidents prior to the reported allegation and the lead had some damage as a result of the explant procedure.

Manufacturer narrative:
E1: (B)(6). Reporter fax number: (B)(6).

Event description:
It was reported that during an elective ipg replacement procedure impedance check revealed high impedance on the lead. As such, the lead was explanted and replaced to address the issue.